Event description:
It was reported that the patient had inadequate pain relief and received an end-of-life notification on the remote control. The patient underwent an implantable pulse generator (ipg) explant procedure.